Event description:
Needle did not frost upon testing. Frosting occurred at 8:22 on initial freeze while in the patient. Used 2 1.7mm probes. Both pretested and passed. One frosted on the shaft during procedure and the other did not.

Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Further evaluation determined a failed vacuum sleeve was the cause of the shaft frosting.